Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated, and no issues were observed with sensor patch. Extracted data from the returned sensor using approved software. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Visual inspection has been performed on the sensor plug assembly, acceptable additional carbon prints were observed upon visual inspection of the plug assembly. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, however smu test failed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Due to smu test failed therefore, the sensor was forwarded to extended investigation. A further extended investigation was conducted. A visual inspection was performed on the returned sensor; no physical damage is observed on the sensor patch. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. To confirm the functionality of the returned sensor. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issue. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received scan result of 'lo' (reading <40 mg/dl) on the adc device that was lower than they felt. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms but consumed cakes, candies, and oral glucose supplements prior to capillary blood test. On may 19, 2026, the glucose intake caused a spike in blood sugar levels, necessitating a correction with 30 units of novorapid (rapid-acting insulin) around 1:30 am. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received scan result of 'lo' (reading <40 mg/dl) on the adc device that was lower than they felt. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms but consumed cakes, candies, and oral glucose supplements prior to capillary blood test. On (B)(6) 2026, the glucose intake caused a spike in blood sugar levels, necessitating a correction with 30 units of novorapid (rapid-acting insulin) around 1:30 am. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.